Event description:
The lead was explanted due to noise and sensing anomaly.

Manufacturer narrative:
The field experience was confirmed. The outer insulation and proximal cable insulation were abraded at 13 cm from connector. The insulation damage is consistent with that caused by friction with the ICD can. Due to the abrasion, noise and sensing anomaly could occur.